Event description:
On (B)(6) 2015, I had an acdf on c-4 thru c-7 done. A globus secure-c disk implant was used on my c-4 level and the day after surgery the surgeon told me the implant (globus secure-c) had come a apart and the rubber center popped out approx sometimes between post op and the following morning due to a product defect, and is migrating. He has had other pts that this has happened too also, particularly with the 12mm sizes. Now I am not healing and require add'l surgeries to fuse the failed levels together which will be a long recovery and be very painful due to the fact it has to be done on the posterior side. My surgeon dr. (B)(6) at (B)(6) has contacted globus medical to alert them with very little interest from them regarding the issue, and I as well have with no response to date from globus. I am on disability and would really like to get better so I may work again, but now the surgeon says I am done with due to this product failing. Globus does not seem to care at all. I am still in a cervical collar at over 4 months post op and may be required to wear it until the next surgery. Never received bone stimulator ordered 40 days ago. Several calls made. (Claustrophobia from collar).

Event description:
Additional information received from reporter on 10/27/2016: I have been under the surgeon's care since. His name is dr. (B)(6) at (B)(6) and the operation was done at (B)(6) hospital. To date, my latest MRI shows an anomaly protruding into my spinal canal at the same level as the implant and causing my spinal cord to bend. So now, I am scheduled for a myelogram and CT with contrast on (B)(6) 2016 to get a closer picture of the anomaly believed to be the core of the secure c device, and to make plans to remove or revise the surgery, as I am far worse off than before the implant was installed, and my life has been ruined by the failure of this device.